Event description:
The patient reported going to the hospital after the pod they had been wearing for between 25 and 36 hours on their arm was leaking insulin. The patient reported the pod seemed to work fine the first day of wear, but the second day while at work they noticed leaking and increased blood glucose levels and they lost consciousness. The patient was taken to the hospital by colleagues. They experienced the symptoms of blood glucose increased to 25 mmol/l (450 mg/dl), fainting, loss of consciousness, dizziness, fatigue, blurred vision, and ketones of 0.4 mmol/l. The patient removed the pod prior to going to the hospital. In the hospital they had a computed tomography scan, due to falling when loosing consciousness, the results were normal. They were treated in the hospital with approximately 3-4 units of insulin and unspecified intravenous fluids. They were discharged from the hospital after approximately four hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.